Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 502 mg/dl. Reportedly, the customer administered a manual injection to treat the high bg and changed the infusion set to address the occlusion alarm.